Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that sparking was observed at the power outlet when the patient electronic system power cord was plugged in. There were no frayed or exposed wires identified, and no adverse consequences reported by the patient. The patient declined replacement of the device.